Event description:
The loaner scope was sent to an olympus service center for evaluation after being returned from a customer site with no complaint. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no complaint from the customer and no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator due to insufficient cleaning. In addition, service found water-tightness was lost due to a pinhole on the bending section cover, the objective lens had a scratch, the elevator wire was completely cut off, the adhesive on the bending section cover was detached, the bending section cover had discoloration, the forceps channel port had a dent, bending angle in down direction did not meet the standard value due to wear of the angle wire, the play of right/left knob was out of standard value due to wear of the angle wire, the forceps raising angle did not meet the standard value due to damage on the elevator wire, insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover, the plastic distal end cover was dirty, the adhesive around the light guide lens had wear, and scratches were found on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: due to the k-wire being broken, the forceps elevator did not work and reprocessing under the forceps elevator was insufficient; then foreign material remained. The user¿s brushing method of/around the forceps elevator differed from the recommended instructions for use (IFU). The facility staff was less trained in device handling, usual reprocessing and reprocessing before returning device for repair in accordance with the IFU. The IFU (reprocessing manual) says about an infection-control risk caused by insufficient reprocessed device as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ the IFU (reprocessing manual) details reprocessing method of/around forceps elevator at ¿manual cleaning: brush the forceps elevator¿. Since the IFU (operation manual) specifies on foreign material at forceps elevator in ¿inspection of the endoscope¿, the suggested event was detectable. Moreover, the IFU (operation manual) says as below: ¿returning the endoscope for repair: thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.